Event description:
During a cataract surgery equipment failure involving alcon phaco sttc-1 unable to vacuum up, pin found missing from cassette plug in. As a result surgeon had to alter technique with a non-phaco method.